Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. Contact declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.